Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During the onsite visit the field service engineer (fse) checked and inspected the system. The fse performed several test cuts on pmma, all cuts are in specification. The fse performed service installation record. The system meets specification. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the unit was at 105 microns during lasik. The flap would not lift so a blade was used to complete the flap. Additional information requested.